Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/7/2022, it was reported by a distributor via email that an ar-4501 meniscal cinch ii inserter is broken when trying to deploy the first anchor. The whole device was removed from patient and another meniscal cinch was used to complete procedure without further issues. This was discovered during an rlca and meniscal suture procedure on (B)(6)2022.